Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the avea ventilator unit user interface module (uim) screen is blank during start up. The ventilator still running. There is no patient involvement in this reported event.

Manufacturer narrative:
Vyaire complaint number: (B)(4). The device component was returned for evaluation, and visual and functional tests were performed, the vyaire medical failure analysis technician was unable to confirm or duplicate the reported issue. A root cause could not be determined.